Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 388 (mg/dl) and a large amount of ketones determined to be life threatening by health care provider (hcp). Customer administered a manual injection to treat bg level and indicated that manual injections are available for back up therapy. Reportedly, elevated bg level is believed to be due to hormonal changes and customer is currently working with hcp to address diabetes management.